Event description:
On 4/18/94, the pt was admitted with 3rd degree burn dorsum of hand, thumb, fingers, and wrist. She was scheduled for tangential excision burn wound and reconstruction by split thickness skin graft. The air powered dermatome was used to obtain an intermediate thickness, split thickness skin graft from the right thigh. The dermatome malunctioned causing severe skipping of the blade. The procedure was repeated on the right thigh after removal of the blade, re-installation and insuring that all proper adjustments were made. Again obtaining a skin grat was met with severe skipping of the dermatome. After replacement of the dermatome with another of the same brand, a skin graft was successfully obtained from the left thigh.